Event description:
It was reported that the patient had an episode of atrial fibrillation which had resolved with no intervention. A month later the patient had atrial flutter and received a shock. The ICD was interrogated in the clinic and showed atrial fibrillation. The patient had an avs ablation. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.